Event description:
It was reported the silicone coating appeared to be defective. It was noted hcp was able to see the wires through the silicone coating. The leads were not used. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available. Refer to MFR report # 3007566237-2010-06663.

Manufacturer narrative:
(B)(4).